Event description:
It was reported the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod. As treatment, a manual injection was given using an insulin pen. The device was originally reported for unexplained high bgs.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened and torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.